Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer was laying on the site at the time of the alarm. Customer's blood glucose level was not impacted. During a system check with tandem technical support, the pump and cartridge functioned as expected.